Event description:
It was reported that the usb port was damaged, ¿requiring multiple attempts¿. Customer declined follow up from tandem technical support. There was no reported adverse impact to the customer. No additional information was provided.